Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump passed the reset error test with no alarm. No audio or vibrate anomaly was noted. No moisture damage was noted to the electronics motor, battery tube or vibrator assembly. The insulin pump was received with a cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart and was exposed to moisture. The customer's blood glucose was 238 mg/dl, for which the customer treated with a bolus and food. She was unable to complete the troubleshoot procedure because she could not clear the alarm and the keypad became unresponsive. She stated that she went into a pool with the device on. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.